Event description:
A discordant thyroglobulin result was obtained on one patient sample on an immulite 2000 instrument. The sample was repeated on the same instrument, resulting higher. It is unknown which of the results is discordant or if either result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant thyroglobulin result.

Manufacturer narrative:
The cause of the discordant thyroglobulin result is unknown. Siemens is investigating this issue.